Event description:
The complainant reported that the external bolster of the enteral feeding device became loose and could move easily. The device had been in place approximately there weeks. It is unk if the device migrated or cuased any patient injury. Another device was used as a replacement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.